Event description:
Boston scientific crm received information that this right ventricular (rv) lead presented with a significant increase in bipolar pacing impedance measurements, an increase in pacing thresholds, and loss of capture. It was suspected that the lead had fractured. A revision procedure was performed and the helix was turned using a forceps to explant the lead. The helix was turned approximately 20 counterclockwise turns and held for one minute. However, the helix was not retracted and a stylet could not be passed into the lumen. The physician then cut the lead and rotated the lead body. On x-ray, it was observed that the lead tip came away from the ventricular apical wall. The lead was then able to be explanted. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. No additional information is available. Once the lead is returned and analysis completed, this report will be updated.